Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, the proper removal instruments were not available and competitor instruments were utilized to complete the procedure. The femoral stem and acetabular cup were removed and replaced. A 45 minute delay occurred.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.